Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead had a yellow alert for low lv intrinsic amplitude. Technical services discussed that this could be premature ventricular contraction or farfield signal since daily measurements were done without decreasing paced rate. The physician was dr. (B)(6) at medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).